Event description:
It was reported that a user experienced a connection issue in which the dexcom g7 appeared stuck in sensor pairing and remained in a searching state on the ilet, after having connected successfully the prior night. Symptoms included no reported clinical effects. Outcomes included restoration of ilet-to-sensor connectivity after the user restarted the ilet and waited, with normal operation thereafter. Investigation included technical troubleshooting and user education conducted by support. Investigation of this case revealed that restarting the ilet resolved the pairing state and allowed successful connection to the dexcom g7. It was concluded that the event was a transient connectivity issue resolved through standard reboot troubleshooting without clinical impact.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.